Manufacturer narrative:
On (B)(4) 2016 a field service engineer (fse) was dispatched. The fse performed an evaluation and replaced the diluent pump which corrected the reported issue. The aia-360 analyzer was functioning as intended and the error cleared. No further action required by field service. The probable cause of the event was related to the diluent pump. A 13-month complaint and service history review for similar complaints was performed for serial number (B)(4) from 01-nov-2014 through 31-dec-2015. There was one (1) similar complaint identified during the search period. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported error message 2012 (air detected) in the diluent lines with the ala-360 analyzer. The customer performed troubleshooting by checking the needle and level senor wire, has primed the diluent; removed one sensor cap from the diluent- hit ok, replaced the sensor cap, however, continues to receive the error. The customer reports the fluid goes into the wash but nothing is seen moving in the lines. The customer is unable to run ctnl2 patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ctnl2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.